Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Functional and visual testing was performed to confirm the "system fault" error. The customer's stated problem was verified. Inspected the pump and during power up, it was found that a system fault of error code 104 occurred on the screen. The error code 104 was referenced to motor issue and related to downstream occlusion. Further investigation of the interior pump determined that the downstream occlusion sensor was defective due to shatter and is the cause of the issue. Therefore, the downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump displayed a system fault error. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information was received indicating that the event date was (B)(6) 2019.